Event description:
A cartridge alarm was reported by the caller during the load process, causing cartridge issues with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. The caller was educated to wait for prompts during the load process to remove the cartridge and acknowledged the instructions. Technical support is sending a replacement pump, and the caller will use multiple daily injections as backup therapy to ensure insulin delivery is not interrupted. The caller understood the steps to return the problematic pump via ups and prepare to receive the replacement pump.